Event description:
It was reported that he insulin pump alarmed no delivery and motor error. Customer stated he was experiencing high blood glucose. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with severe damage and crack and bleeding lcd glass. Unable to verify for motor error and excessive no delivery alarm due to cracked and bleeding lcd glass. The motor was tested outside the device and passed motor test. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube.